Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading was 682 mg/dl. The customer was treated with an intravenous drip and her insulin pump supplies were replaced. The caller that she could not confirm the details of a no delivery alarm occurring at the time of the event. Upon reviewing the device's alarm history, several alarms were noted, including a no delivery alarm, and it was found that the device had experienced an unexpected restart. Upon troubleshooting, the insulin pump passed the self test. Due to the alarms in the alarm history, the customer was advised to replace the insulin pump. The most recent blood glucose reading was 250 mg/dl, and the customer was discharged from the hospital 2 days later. She had been wearing the device at the time of admittance. Nothing further reported.

Manufacturer narrative:
The insulin pump failed an error alarm test, reset its time/date and alarmed an error after the battery change due to an issue with an electrical component on the circuit board leaking voltage. However, the device was received with operating currents within specifications and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms were noted. The unit was received with cracked battery tube threads and a minor scratched lcd window. No other alarms were noted.